Manufacturer narrative:
Philips was not provided with repair data.

Event description:
The customer reported the tidal volumes are not accurate. The customer reported there was no patient involvement.